Event description:
It was reported that pt felt itching at device site and was concerned that device was "dented because it felt like a hot dog in a bun." Also pt reported a bladder infection that was being treated.

Manufacturer narrative:
(B)(4)